Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed under sensing and far field over sensing at the ra lead channel on the presenting electrogram (egm). Programming options were recommended as well as evaluating lead position. Information from the field representative was received mentioning that the patient has been monitored via latitude system. No inappropriate events stored. The ra lead and the pacemaker remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed under sensing and far field over sensing at the ra lead channel on the presenting electrogram (egm). Programming options were recommended as well as evaluating lead position. Information from the field representative was received mentioning that the patient has been monitored via latitude system. No inappropriate events stored. Additional information was received mentioning that far field signal continues to be present, but it is appropriately blanked. Also pacing thresholds are high at the ra channel and loss of capture (loc) has been observed. Reprogramming options were discussed for this system. The ra lead and the pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed under sensing and far field over sensing at the ra lead channel on the presenting electrogram (egm). Programming options were recommended as well as evaluating lead position. Information from the field representative was received mentioning that the patient has been monitored via latitude system. No inappropriate events stored. Additional information was received mentioning that far field signal continues to be present, but it is appropriately blanked. Also pacing thresholds are high at the ra channel and loss of capture (loc) has been observed. Reprogramming options were discussed for this system. The ra lead and the pacemaker have been surgically abandoned and explanted, respectively, due to therapy upgrade. The pacemaker has been returned without additional allegations. No adverse patient effects were reported.